Event description:
The patient reported that the needle released/retracted while using their v-go 40. The patient reported that he thinks he might have bumped the device, but that was not confirmed. The patient wiggled the needle to put the needle back in. The device is not available for return to the manufacturer for evaluation.